Event description:
Caller indicated the meter was giving variable readings. Customer says meter has been giving her bad readings for the last 5 days. Last reading was 22 and a 144 back to back. No controls used. Storing meter properly.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested, and performed to specification.